Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s926usqs4byf5. Hardware: sm-s926u. Cgm sensor type: g6.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible but the pink slide did move forward.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each and ran for 4054 pulses, delivering several boluses, until an 0x18 empty reservoir alarm was generated.. Investigation of the needle mechanism found no issues that would result in the cannula or needle failing to deploy. Inspection of the cannula subassembly found the exposed portion of the soft cannula to be bent with a tear at the bend. This tear prevented fluid from flowing through the complete fluid path during testing. The exact timing and cause of the exposed soft cannula damage could not be determined. The download data contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin.